Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during implant, the right atrial lead was placed but it had poor capture thresholds. As a result, the lead was repositioned, however the helix was not able to extend. The physician elected to remove the lead and use a different lead instead. There were no patient consequences.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while "the thresholds worsened" was not confirmed. As received, a complete lead was returned in one piece measuring 52.0 cm, with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found overtorque of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported event of a helix mechanism issue was isolated to overtorque of the inner coil in the connector region and the helix being clogged with blood/tissue.